Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the implants were being prepared for use when both of the inner and outer packaging were observed to be deformed. The implant (femoral component) was observed to be bulging against the tyvek peel layer, of the inner packing. No physical breach in the packaging was observed. Subsequently, the surgeon requested another implant to be used instead as there were concerns with safety, quality and sterility of the device. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility is considered breached. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined at this time. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.